Event description:
Caller reported a malfunction on the pump which displayed a malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump; however, the same malfunction recurred. Technical support arranged for a replacement pump to be sent and provided training resources. Customer was informed about backup therapy options and acknowledged the instructions for returning the malfunctioning pump.